Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a female patient who was receiving an unknown drug via an implantable pump for non-malignant pain, failed back surgery syndrome and degenerative disc disease. On an unknown date, the patient "almost died from narcotic poisoning." In (B)(6) 2012, the patient had the pump removed. Additional information has been requested regarding the drug information, the event date, the patient's medical history and concomitant medications, the cause of the event, actions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.